Event description:
Patient received medical tattoo for markings of site for radiation treatment, chest wall is site of tattoo. On (B)(6) 2013 patient complained of discomfort at site and has inflammation of skin and soft tissue. Left hip is inflammed.